Manufacturer narrative:
Correction: e3. Occupation product event summary: the pscc100 catheter of lot number 0012592870 was returned and analyzed. Visual inspection was carried out. Upon receipt, the catheter was found introduced to a sheath with the knotted array, which prevented the catheter from being extracted without undoing the array knot. The catheter array also showed a kinked/twisted pebax tube near electrode #1-4, as well as kinked guidewire lumen at the same location. The capture device has a normal shape, showing no damage or unusual features. No guidewire was received with the returned catheter. The catheter was connected to the test cic cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanism were carried out. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide control function operated with restriction at the end of the movement due to the knotted array. Data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the handle. The functional test was not performed due to the anomaly present on the returned device. In conclusion, the catheter failed the return product inspection due to a knotted array, twisted pebax tube and distal arm pebax tube ribbing and a guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 10fcc13 (lot: 0012546719); product type: 0629-flexcath sheath; implant date n/a; explant date n/a product ID psg100 (unknown serial/lot); product type: 3294-generator; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when fluoroscopy was engaged to remove the catheter, it was turned over when the slide was extended and a knot was formed. The pfa catheter could not be retracted into the sheath, so the sheath was also removed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.